Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the calcified left superficial femoral artery lesion via the ipsilateral approach, when the catheter was attempted to be pulled out of the body, resistance was allegedly felt. It was further reported that when the tip was checked after being pulled out, it was allegedly found to be missed, and when the area around the lesion was observed with a fluoroscopy device, it was confirmed that the tip of the catheter allegedly remained inside the body. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one 14s crosser cto recanalization catheter. The titanium tip was noted to be missing. No other anomalies were noted. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported tip detachment as the sample was returned with the tip missing. However, the investigation is inconclusive for the reported retraction problem as no objective evidence was provided. A definitive root cause for the reported tip detachment and retraction problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026), g3 h11: h6 (method, result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the calcified left superficial femoral artery lesion via the ipsilateral approach, when the catheter was attempted to be pulled out of the body, resistance was allegedly felt. It was further reported that when the tip was checked after being pulled out, it was allegedly found to be missed, and when the area around the lesion was observed with a fluoroscopy device, it was confirmed that the tip of the catheter allegedly remained inside the body. The current status of the patient is unknown.